Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: the black box and alarm history showed multiple ¿cs 054/cs 052/cs 012¿ call service alarms. During testing, the pump powered on with functional auditory and vibration alerts. A hard call service 069 alarm occurred when the pump powered up therefore the investigation was unable to be adequately investigated due this alarm. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage in the pump. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or the continuous glucose module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).

Manufacturer narrative:
Correction to additional manufacturer narrative. The correct narrative is as follows. The device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: the black box and alarm history showed multiple ¿cs 054/cs 052/cs 012¿ call service alarms. During testing, the pump powered on with functional auditory and vibration alerts. A hard call service 069 alarm occurred when the pump powered up. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or the continuous glucose module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.